Event description:
It was reported the cassette was not attached properly. The event occurred during testing.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette was not attached properly" was confirmed during functional testing. During visual inspection it was found that the downstream occlusion (dso) was holding at a single value. The probable cause was the dso was damaged. The dso sensor, dso seal, and dso bezel were replaced, additionally the keypad membrane was replaced and labels. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.